Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that her roommate experienced pain when removing a tampon and had the string break leaving the tampon pledget inside her vaginal cavity. She was able to manually remove the pledget and the pain resolved. She did not experience any adverse health effects, nor did she seek medical attention.